Manufacturer narrative:
The pump passed the displacement test. Successfully downloaded history files and traces using thus. Pump error 63 alarmed during selftest. Pump error 63 (variable 3) was present in the history download on event date of 04/05/2024 11:13:25.000 to 04/05/2024 11:42:18.000 hardware error alarm (63). Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and cracked retainer. Pump error 63 was confirmed due to broken trace at u1 pin 6 on keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 which is a hardware low-level failure. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and found that customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. The pump was off and was in suspend since customer was on intravenous insulin infusion, turn the pump on, did self test check and customer received the pump error 63. The pump dint pass self test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1780kpk was requested and customer response was the device will be returned.